Event description:
It as been reported by the mitek affiliate that a pt sustained burns in the shoulder area while the surgeon was using a mitek vapr se electrode. No further info. The facility has possession of the device and the facility has not provided condition of pt or remedial action, if any.